Event description:
It was reported that a patient underwent a fascia replacement and hernia repair procedure on an unknown date and mesh was implanted. Post operatively, the patient reacted with a lot of local pain and inflammation on the skin. Ten months later, the patient still has pain and skin inflammation. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.